Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was admitted to the hospital with syncope. The lead interrogation showed noise on the ventricular lead, inhibiting ventricular pacing, and a ventricular lead warning with high impedance. The lead was capped and replaced. No further patient complications have been reported as a result of this event.